Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed occurred. Vascular access was obtained via the femoral artery. The target lesion was mildly tortuous and moderately calcified. During preparation and during the procedure proximal to the lesion the speed of the rotablator console was noted to fluctuate between 180,000rpm to 150,000 rpm's. It was noted that the issue appeared random and intermittent. It was further reported that the burr was unable to reach optimum speed and the device stalled. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).